Event description:
The event is reported as: the customer alleges that a lateral hole/opening was identified in the device. The liquid leaked at the time of injection. A second catheter was inserted into the pt.

Manufacturer narrative:
Lot number: the customer reports one of the two possible lot numbers for the device used in the reported event: lot# 71f14g1212 or 71f14f1790. The device sample was not returned for evaluation at the time of this report.